Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was using a libre 3+ system and contacted support stating that the ilet displayed a message indicating the cgm was offline and prompting entry of a blood glucose value. The patient indicated that a blood glucose value had already been entered through the libre application following the required warm-up period. Attempts were made to guide the patient through the ilet mobile application; however, communication was disrupted, and the call was ended with the expectation that the patient would call back. The patient later reconnected and reported that scanning the sensor in the ilet mobile application indicated it was paired with another device. Further discussion revealed the presence of a receiver. The patient was advised to initiate a new sensor, which the patient agreed to do. The new sensor was applied and scanned with the phone, and the connection process began. The patient indicated plans to disconnect the receiver. During warm-up, a blood glucose value of 201 was reported, and assistance was provided to enter the value. A follow-up call was planned after one hour. Subsequent follow-up call attempts were made, during which there was no answer and voicemails were left. The patient later reported that the new sensor was functioning properly and that glucose values had returned to range, with no further issues reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.